Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration and high impedances on the leads. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7079831.